Event description:
Information received indicates the siderail will not remain latched.

Manufacturer narrative:
The technician isolated the issue to a bent siderail end tube. He replaced the siderail end tube and bracket to repair the stretcher.